Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p48, that has a similar product distributed in the us with the same list number, and a 510k/PMA/bla number of k983442. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed discrepant alinity I tsh results generated for an 82-year-old female patient sample. The following data was provided (customers reference range 0.35 uiu/ml to 4.94 uiu/ml): sample ID (B)(6): (B)(6) 2026 initial result in lithium heparin plasma tube = 0.14 miu/l, (B)(6) 2026 repeat result = 0.07 miu/l. Same patient: (B)(6) 2026 result in serum gel separator tube = 0.79 miu/l, (B)(6) 2026 repeat result = 0.83 miu/l . No impact to patient management was reported.